Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter battery was not holding charge. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began; however, she stated that it had been ongoing for a couple of months prior to contacting lfs. It is not known how the patient manages her diabetes and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that she developed symptoms of ¿sweating and feeling unwell¿ whilst using the subject device and that she self-treated with ¿a little milk and eating¿; she was unable to recall date/time. The patient was unable and/or unwilling to confirm if her blood glucose was tested on another device. At the time of troubleshooting, the csr established that the device was not being used for the first time and noted that there was no apparent misuse of the product. The csr confirmed that the patient charged the meter until the ¿charge complete¿ message appeared and that based on the patient¿s testing frequency and usage of the device, the battery did not need recharging. The csr also noted that the alleged issue was recurring. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event whilst using the subject device.